Event description:
On 7/14/93, bilateral simple mastectomies with immediate reconstruction. On 7/22/93, attempted apsiration of seroma left breast. On 8/30/93, pt reported to dr by phone a difference in size between the left and the right reconstructed breast mounds. On 10/12/93, conclusion of a slow leak of saline from left implant made. On 12/2/93, removal of left breast implant with placement of new saline implant.